Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9330097, medical device expiration date: 2024-11-30, device manufacture date: (B)(6) 2019. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to prime. The following information was provided by the initial reporter: material no. 320555, batch no. 9330097, unknown. It was reported that nothing comes out of pen needle during priming. It was also reported non patient end is bent after flow check fails.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to prime. The following information was provided by the initial reporter: material no. 320555, batch no. 9330097, unknown. It was reported that nothing comes out of pen needle during priming. It was also reported non patient end is bent after flow check fails.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: customer returned (6) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the non patient end is bent after flow check fails and that nothing comes out of pen needle during priming and. All returned pen needles were examined and 2 out of 6 samples exhibited a bent non patient end of the cannula. No bent canula was observed on any of the remaining samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.